Event description:
It was reported that during a right nephrectomy procedure, two white loads were fired with the device over vascular tissue. The doctor and resident each fired the device once. Both surgeons observed the proper use of the device, which included waiting in excess of 15 seconds for compression, but the result of both firings was a lack of hemostasis. Initially, the lack of hemostasis appeared to be deriving from the mesentery; however, the doctor noted arteriole bleeding that he had to reinforce with clips. After the second firing, he felt the device was not working properly and called for a new one. Case completed with another device of the same product code. Doctor altered his post operative medication treatment.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.